Event description:
It was reported that the caller's insulin pump was not displaying accurate amounts of insulin in the reservoir. There was no reported impact to the customer's blood glucose level. The caller declined further assistance, and no additional information was received regarding the outcome of the event.